Manufacturer narrative:
Investigation summary: the customer reported the staff nurse was trying to connect a new feeding bag to the epump. However, the moment the epump was ran, the silicone tube dislodged from the connector. Another two bags were used and after a few minutes the same happened again. The customer further stated they have used the epump for many years and the units are serviced up to date. The tube dislodged easily and was not at tight as it has been in the past. There was no patient harm. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. As part of this review, the dimensions of the tubing and mistic connector were reviewed, and all were found to be in specification. Lot and failure mode trending was reviewed and no related trends were identified. One (1) sample was returned for evaluation. Visual inspection confirmed the report of tubing detachment/disconnection as the silicone tubing was detached from the mistic connector. Functional testing performed required reattaching the tubing to the mistic connector. The set was then connected to a pump and priming was completed without issue. Current process controls require one (1) of every eight (8) manufactured products be inspected with go no go fixture. Quality inspection results for the tensile test at the silicon tubing-mistic connector junction were reviewed and all the samples were found inside specification. A potential root cause of the confirmed detachment at the mistic connector is possible user misuse. The IFU states when loading the feed set to ¿grasp black ring retainer and gently stretch tubing around rotor and insert retainer into right pocket¿. Corrective actions are not necessary at this time as the historical manufacturing review determined the product met specification. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the staff nurse was trying to connect new feeding bags to the epump for testing. However, the moment the epump was ran, the silicone tube dislodged from the connectors. The customer further stated that they have used the epump for many years and the units are serviced up to date. The tubes dislodged easily and were not as tight as they have been in the past. Additional information provided stated that the connector side with the black rings disconnected from the cream colored tubings. A photo was provided and showed that the feeding sets leaked.